Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Internal compliant number (B)(4).

Event description:
The hospital reported that before an endoscopic vein harvesting procedure vasoview hemopro 2 power supply did not generate power to the device. A replacement device was opened and the same issue occurred. After the 2nd failure they converted to an open procedure to complete the treatment. No power to the hemopro jaws. They changed out cables, and had the same issue. They could not change out power supply because they do not have a back up power supply. The company representative went to the account later in the afternoon, and all devices when tested worked fine.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. No visible defects were observed. A precautery test was performed. The device passed the precautery test. To evaluate the safety shut down system, a polyfuse activation test was performed. The device passed the safety shut-down test. A temperature and resistance evaluation was conducted to evaluate the device function. The device passed the resistance and temperature measurement tests. Based on the results of the evaluation, the reported complaint was unable to be confirmed.